Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis.

Event description:
A site representative reported that the navigation system arm cannot be tightened properly. There was no patient present when this issue was identified.